Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an implantation of intraocular lens (iol), the iol was opened and implanted in the anterior chamber, however iol was not stable due to high vitreous pressure. The surgeon decided to explant the lens and left aphakia for this patient. The event happened on (B)(6) 2022 during a cataract surgery (with iol implant). The surgery was completed on (B)(6) 2022.

Manufacturer narrative:
The lens was returned for evaluation. No damage is observed, to the lens. The root cause for the reported events could not be determined. A malfunction has not been indicated or information provided that the lens was the cause of the event. The manufacturer internal reference number is: (B)(4).